Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during procedure, low impedance and failure to sense was noted on the new right atrium lead. The lead insulation seemed twisted. The lead was explanted and replaced. The patient was in stable condition.